Event description:
It was reported that the patient's neurostimulator pocket was not healing. No interventions were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3888-56, lot # v714585, implanted: (B)(6) 2011, explanted: na; lead model 3888-56, lot # v716031, implanted: (B)(6) 2011, explanted: na; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial # (B)(4) ; antenna model 37092, lot # 283350002.